Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the clinical root cause of the reported pain and ¿froze¿ knee cannot be confirmed. It cannot be concluded that the reported clinical symptoms are related to a mal-performance of the implant. The patient impact beyond the pain and subsequent knee manipulation cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a patient had a primary surgery of the right knee on (B)(6) 2007 and the left knee on (B)(6) 2007. It was reported a frozen knees issue. On 2010 the patient received a knee manipulation that was unsuccessful. No additional information about this event was provided at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.